Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure the patient experienced a myocardial infarction (mi). The 99% stenosed target lesion was located in the right coronary artery (rca). The reference vessel diameter was 4.5mm and the lesion length was 15mm. A 4.5x20mm liberte stent was implanted. The patient had a myocardial infarction (mi) during the procedure related to the target vessel. There were ECG changes with new q-wave and a rise in cardiac markers. The location of the mi was posterior. The patient was on anticoagulant therapy at the moment of the mi, the medications included, ticlopidine and asa. Post-procedure residual stenosis was 100%. There was significant dissection/occlusion not repaired with bail out stenting. The patient was discharged 16 days after the index procedure without anginal complaints or silent ischemia. Medications were included asa 75mg/day, indefinitely and clopidogrel 75 mg/day for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.